Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer replaced the bulb on the clv-190 and the error was no longer occurring. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by aging degradation of the lamp bulb. If lamp fails to light, an e103 fault occurs and the emergency light turns on. The instructions for handling e103 errors include the following which can prevent the event: "code: e103, a83 error message: clv lamp err; please check examination lamp. Possible cause: the light source has broken down. Solution: immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. " this MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the clv-190 evis exera iii xenon light source was presenting an e103 lamp light up error. There was no report of health consequence to a patient. No additional information has been obtained.